Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and telemetry anomalies. The device could not be interrogated and was not responding to magnet applicaation.~~~